Manufacturer narrative:
Upon completion of the investigation into this event a follow up report will be submitted. (B)(6).

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had an out of box failure, brand new safety disk was faulty. There was no patient injury reported.